Event description:
Patient was revised. Reason for revision was not provided, however, it was noted on the report from another revision that head had been removed. Update (B)(6) 2012 - litigation papers were received. They allege that patient had the stem and femoral head replaced on (B)(6) 2008 due to pain and severe metallosis. The cup, which was revised at a later date, has been reported in a separate complaint. Complaint was reopened to add stem and part/lot numbers for head.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update rec'd 6/13/2013- ppd and sticker sheet received. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.